Event description:
The customer reported that the system had an interlock failure and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane, filament drive, and the power motor relay were replaced during the service call. The system was tested and found to be working as intended and put back into service.